Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter adapter/connector would not fit/connect to the mating component during use. The following information was provided by the initial reporter, translated from french: "incident description during the placement of a venous line in the preparation room for an injected MRI, the mandrel of the 3bdinsyte autoguard" catheter of 22 ga, included in the dotarem 20 ml kit (provided by the patient to date) did not fit. Patient was connected."

Manufacturer narrative:
After additional review, the reported event was found to be related to tip adhesion. A catheter bonded to a needle may require reinsertion of the IV but would not lead to harm / serious injury requiring medical or surgical intervention. Therefore, the MDR will be cancelled.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter adapter/connector would not fit/connect to the mating component during use. The following information was provided by the initial reporter, translated from french: "incident description during the placement of a venous line in the preparation room for an injected MRI, the mandrel of the 3bdinsyte autoguard" catheter of 22 ga, included in the dotarem 20 ml kit (provided by the patient to date) did not fit. Patient was connected"

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.